Event description:
It was reported that during the sheathed insertion, the iab began to unwrap prematurely. A new catheter was obtained and used without further difficulty. There were no reported pt complications.